Event description:
Surgeon inserted ureteroscope into patient and stated that there was "poor picture quality." Lithovue removed from patient and from sterile field and was placed in original packaging. A new lithovue with the same lot# was opened by the circulator to the surgeon and placed inside the patient. Per the surgeon the picture quality was, "much better." The lithovue with the poor picture quality was given to the acm.